Event description:
It was reported that the device was in backup vvi, however the patient was in bradycardia due to no pacing. The hardware elective replacement indicator (eri) byte indicated that the pacemaker had not reached eri. A user download was attempted, but did not restore the device. The physician would arrange a change out.

Manufacturer narrative:
Na